Event description:
Customer reported issue with t:slim x2 pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try different charging methods, but the issue persisted, so tandem technical support arranged to replace the pump. The customer will use multiple daily injections as a backup therapy until the replacement pump, which includes updated software and available training, is received. The customer acknowledged the steps for returning the problematic pump.